Event description:
Patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, black particles on the shell and gel, and crease fold. A microscopic analysis was performed which identified: one broken sharp on the posterior and three striated openings on the anterior and radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one broken sharp on the posterior assessed as unidentified (tear) opening. Three striated openings on the anterior and radius assessed as surgical damage consist in the use of some surgical tool.

Event description:
Patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.